Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging a power issue with the pump. The patient claimed that the pump had powered off in the morning and would not longer turn on. The patient did not allege any harm or injury because of the alleged issue. The yellow o-ring was not visible. There was no visible damage to the battery compartment or battery cap. The patient did not have a replacement battery for troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/31/2013 with the following findings: any information from the event date in the pump¿s history was overwritten due to continued use of the pump. No power issues were observed in the pump¿s history. During a visual inspection of the pump, no damage was observed to the battery compartment or cap. The battery cap contacts were found to be within specifications. The cap was able to fasten on to the pump and the pump powered on normally. The pump was exercised for 24 hours with no alarms or power loss. The pump cover was removed and no internal moisture or damage was found to the power circuit or battery flex.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.